Manufacturer narrative:
This event has been recorded in (B)(4). The defective unit was not returned to the manufacturer, thus the device was not evaluated. Six (6) units from the same manufacturing lot were retrieved from retained samples and successfully passed flow rate testing. In addition, the batch record of the affected lot number was reviewed and no incidence similar to the one reported was detected in the controls done during the manufacturing process nor in the controls done before the product release. Therefore, no problem was detected.

Event description:
Dosi-fuser (grifols) is an elastomeric infuser that was implemented as a replacement for the cadd priszm pumps. Currently, we have approximately 5-10 patients per week that is using dosi-fuser. The typical regimen calls for the medication to be given over 46 hours. There is a standard deviation of plus/minus 10 percent variability for infusion time. Over a two-week period, 6 out of 14 patients experienced early completion of their infusions with the dosi-fuser, with completion times ranging from 5 hours to 9.5 hours ahead of schedule. With a planned infusion time of 46 hours, a standard deviation of plus/minus 10 percent would allow normal variation within 4.6 hours. Early completion times of 5 - 9.5 hours ahead of plan exceed the standard deviation.